Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that a patient presented during an implant procedure. The physician removed the left ventricular lead to perform a venogram. As the physician placed the left ventricular lead back, the guidewire inserted but did not pass through the open distal end of the left ventricular lead due to some obstruction in the lead. The lead was removed and replaced. The patient experienced no consequences.

Manufacturer narrative:
As received, a complete lead was returned in one piece measuring 86.0 cm. Visual and x-ray examination found the distal tip was clogged with dried blood but no other anomalies at the s-curve region or at the connector region. The s-curve was within specification and there were no internal shorts or conductor fractures. The guidewire used in the event was not returned for analysis. The reported event of guidewire not passing through the open distal end due to a blockage was confirmed as an obstruction was noted at 82.3 cm from the connector pin and found to be blood and bodily fluids inside the inner coil.